Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The healthcare provider reported that the base of the viality device had a leak or crack. When adding saline and lipoaspirate wash, it leaked out. The filter was not removed and the sliding screen was in place. The healthcare provider reported confirmed that everything was done properly.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Additional information: e1. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an evaluation using a different batch/lot#. The reported leak is confirmed. The cause was likely due to the foam tray shifting out of position and causing the leak. The crack is not confirmed. A leak can develop between the foam tray and sliding drawer is a known issue and being addressed. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.